Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was badly scratched and difficult to read. The customer stated that he had to scroll up and down, and sometimes use a magnifying glass to be able to read what was on the screen. Customer stated that the device may get bumped periodically. Blood glucose level at the time of the incident was not provided. The customer declined further troubleshooting. The insulin pump was not replaced or returned for analysis.